Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / worsening pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia (essure was implanted under general anesthesia). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("depression") and insomnia ("insomnia") and was found to have weight increased ("weight gain"), 2 months 3 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and constant abdominal pain"), arthralgia ("joint pain"), alopecia ("hair loss"), menometrorrhagia ("heavy irregular menses"), dysmenorrhoea ("heavy, painful cycles"), flank pain ("pain in her sides"), migraine ("migraines or headaches"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("auto-immune disorder"). The patient was treated with surgery (diagnostic laparoscopy, lysis of adhesions, bilateral salpingectomy, essure excision on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, arthralgia, alopecia, depression, insomnia, weight increased, menometrorrhagia and dysmenorrhoea had resolved and the migraine, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, depression, dysmenorrhoea, flank pain, genital haemorrhage, hypersensitivity, insomnia, menometrorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: the patient continued to treat and complain of pelvic pain and joint pain, but her physicians gave her alternate causes of her symptoms. Patient's symptoms have greatly subsided since her removal surgery. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: events added: migraines or headaches, abnormal bleeding, auto-immune, hypersensitivity symptoms. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / worsening pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia (essure was implanted under general anesthesia). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("depression") and insomnia ("insomnia") and was found to have weight increased ("weight gain"), 2 months 3 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and constant abdominal pain"), arthralgia ("joint pain"), alopecia ("hair loss"), menometrorrhagia ("heavy irregular menses"), dysmenorrhoea ("heavy, painful cycles"), flank pain ("pain in her sides"), migraine ("migraines or headaches"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("auto-immune disorder"). The patient was treated with surgery (diagnostic laparoscopy, lysis of adhesions, bilateral salpingectomy, essure excision on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, arthralgia, alopecia, depression, insomnia, weight increased, menometrorrhagia and dysmenorrhoea had resolved and the migraine, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, depression, dysmenorrhoea, flank pain, genital haemorrhage, hypersensitivity, insomnia, menometrorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: the patient continued to treat and complain of pelvic pain and joint pain, but her physicians gave her alternate causes of her symptoms. Patient's symptoms have greatly subsided since her removal surgery. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia (essure was implanted under general anesthesia). On (B)(6) 2012, the patient started essure. On (B)(6) 2012, 63 days after starting essure, the patient experienced depression ("depression"), insomnia ("insomnia") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("severe and constant abdominal pain"), arthralgia ("joint pain"), alopecia ("hair loss"), menometrorrhagia ("heavy irregular menses"), dysmenorrhoea ("heavy, painful cycles"), and flank pain ("pain in her sides"). The patient was treated with surgery (diagnostic laparoscopy, lysis of adhesions, bilateral salpingectomy, essure excision on (B)(6) 2017). At the time of the report, the pelvic pain, abdominal pain, arthralgia, alopecia, depression, insomnia, weight increased, menometrorrhagia, dysmenorrhoea, and flank pain had resolved. The reporter considered pelvic pain, abdominal pain, arthralgia, alopecia, depression, insomnia, weight increased, menometrorrhagia, dysmenorrhoea, and flank pain to be related to essure. The reporter commented: the patient continued to treat and complain of pelvic pain and joint pain, but her physicians gave her alternate causes of her symptoms. Patient's symptoms have greatly subsided since her removal surgery. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is anticipated in the reference safety information for essure. Coil was removed approximately 4 years and 8 months after insertion. Pelvic pain may occur with consumers under essure use. Thus based on a positive temporal relationship and lack of alternative explanation, the causality for this event was assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6)-year-old female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia (essure was implanted under general anesthesia). On (B)(6) 2012, the patient started essure. On (B)(6) 2012, 63 days after starting essure, the patient experienced depression ("depression"), insomnia ("insomnia") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("severe and constant abdominal pain"), arthralgia ("joint pain"), alopecia ("hair loss"), menometrorrhagia ("heavy irregular menses"), dysmenorrhoea ("heavy, painful cycles"), and flank pain ("pain in her sides"). The patient was treated with surgery (diagnostic laparoscopy, lysis of adhesions, bilateral salpingectomy, essure excision on (B)(6) 2017). At the time of the report, the pelvic pain, abdominal pain, arthralgia, alopecia, depression, insomnia, weight increased, menometrorrhagia, dysmenorrhoea, and flank pain had resolved. The reporter considered pelvic pain, abdominal pain, arthralgia, alopecia, depression, insomnia, weight increased, menometrorrhagia, dysmenorrhoea, and flank pain to be related to essure. The reporter commented: the patient continued to treat and complain of pelvic pain and joint pain, but her physicians gave her alternate causes of her symptoms. Patient's symptoms have greatly subsided since her removal surgery. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. Coil was removed approximately 4 years and 8 months after insertion. Pelvic pain may occur with consumers under essure use. Thus based on a positive temporal relationship and lack of alternative explanation, the causality for this event was assessed as related. This case was regarded as incident since intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No active follow-up is allowed and further information is expected only through litigation process.